Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked out of the foley catheter during a pretest, when the user tried to place the catheter for urinary drainage in the operating room. The representative confirmed that there was a leak from the drainage eye. No other abnormalities were detected in the external appearance. They cut the inlet tube and discarded the bag. Per follow up information received via ibc on 27nov2023, stated that there was no hole or damage on the catheter.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Root cause core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. DHR review is not required. Labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked out of the foley catheter during a pretest, when the user tried to place the catheter for urinary drainage in the operating room. The representative confirmed that there was a leak from the drainage eye. No other abnormalities were detected in the external appearance. They cut the inlet tube and discarded the bag. Per follow up information received via ibc on 27nov2023, stated that there was no hole or damage on the catheter.